Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. Post-accellerated stress test (ast) 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The device history record did not reveal issues or problems related to the reported symptom code(s).the cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient¿s caretaker reported having had a fluid leak associated with the patient¿s pd treatment. During drain 4 of 5, the caretaker reported there were multiple air detected in cassette warnings. The caretaker canceled treatment, and when removing the cassette from the cycler fluid was found inside the cassette door. In a follow up, the patient¿s pd nurse reported that the patient did not have any adverse event, harm or intervention in association with the fluid leak. The patient was given routine prophylactic antibiotics.the nurse said that the patient was issued a new cycler and the other cycler is available to be returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s caretaker reported having had a fluid leak associated with the patient¿s pd treatment. During drain 4 of 5, the caretaker reported there were multiple air detected in cassette warnings. The caretaker canceled treatment, and when removing the cassette from the cycler fluid was found inside the cassette door. In a follow up, the patient¿s pd nurse reported that the patient did not have any adverse event, harm or intervention in association with the fluid leak. The patient was given routine prophylactic antibiotics.the nurse said that the patient was issued a new cycler and the other cycler is available to be returned for investigation.

Event description:
A peritoneal dialysis (pd) patient¿s caretaker reported having had a fluid leak associated with the patient¿s pd treatment. During drain 4 of 5, the caretaker reported there were multiple air detected in cassette warnings. The caretaker canceled treatment, and when removing the cassette from the cycler fluid was found inside the cassette door. In a follow up, the patient¿s pd nurse reported that the patient did not have any adverse event, harm or intervention in association with the fluid leak. The patient was given routine prophylactic antibiotics.the nurse said that the patient was issued a new cycler and the other cycler is available to be returned for investigation.

Manufacturer narrative:
Correction: b.1.

Event description:
A peritoneal dialysis (pd) patient¿s caretaker reported having had a fluid leak associated with the patient¿s pd treatment. During drain 4 of 5, the caretaker reported there were multiple air detected in cassette warnings. The caretaker canceled treatment, and when removing the cassette from the cycler fluid was found inside the cassette door. In a follow up, the patient¿s pd nurse reported that the patient did not have any adverse event, harm or intervention in association with the fluid leak. The patient was given routine prophylactic antibiotics. The nurse said that the patient was issued a new cycler and the other cycler is available to be returned for investigation.